Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was reprogrammed post surgery, at which point, morphology changes were noticed. It was noted that there was no capture of the right atrial (ra) lead. Follow up indicated no intervention. The lead is still in use. No patient complications have been reported as a result of this event.